Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A follow up was performed with the key market (km), and the responder reported that the device was no longer under warranty, and the customer declined to have the device serviced by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was unable to power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was unable to power on, and that the power indicator light was off. The rse suggested checking the power supply. The investigation is ongoing.